Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, it is unknown if the patient was reimplanted.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device has been implanted for approximately three years. However, within the past four months, the battery has shown depletion from 2.8 to electric replacement indicator at 2.62. Premature battery depletion is suspected, and consequently, the patient is scheduled for a replacement cardioverter defibrillator within two weeks. At time of reported event, no patient complications have been reported as a result of this event.

Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies when using the device. The implanted device remains. Revision surgery is planned but has not taken place as of the date of this report.